Manufacturer narrative:
Event date on of the initial medwatch report indicates (B)(6) 2019. Event date on of the initial medwatch report should indicate (B)(6) 2019.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had powered off unexpectedly during patient use. The patient associated with the reported event was not harmed.

Manufacturer narrative:
Results code on of the initial medwatch report indicates no device problem found. Results code on of the initial medwatch report should indicate operational problem identified. Additonal mfg narrative of the initial medwatch report indicates - the device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Additonal mfg narrative of the initial medwatch report should indicate the device was not returned to stryker. A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. Stryker evaluated the downloaded electronic patient records and verified the issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had powered off unexpectedly during patient use. The patient associated with the reported event was not harmed.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had powered off unexpectedly during patient use. The patient associated with the reported event was not harmed.